Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the returned instrument and has been evaluated by the failure analysis team. Failure analysis confirmed and replicated the reported complaint. Fa found the instrument to have one grip bent. The damage was found near the base of the clip groove, causing a 0.022" offset at the tips. As a result, the clip could not be properly loaded on the grips. The instrument was unable to perform a clip test due to the inability to properly hold the clip. The root cause of this failure is typically attributed to the mishandling or misuse, such as excess force applied to the instrument jaws. A review of the site's complaint history revealed patient identifiers (B)(6) is related to patient identifier (B)(6) (this complaint). No images or videos were submitted for review. A system log review was performed. Per the review, the following was confirmed: the cholecystectomy procedure on the reported event date of (B)(6) 2022 using system (B)(4). A review of the device logs for the medium-large clip applier (470327-12/n10210712-0287) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 using system (B)(4) with 8 uses remaining. This complaint is considered as a reportable malfunction due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier was used with the first clip and made an unexpected movement after the clip was applied. A backup clip applier instrument was utilized to complete the procedure with no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure and no damage was noted. The instrument did not match the action intended by the surgeon. The clip applier dropped downward which was not the movement by the surgeon. The surgeon did not feel comfortable using the clip applier after the downward drop. A back up clip applier was used to resolve the reported problem. The drape was not replaced.